Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, when the cable near protector part of the video connector is shaken, the image is projected. However, when the cable is viewed with x-rays, it is likely that a communication failure occurred and the image was no longer displayed due to a disruption of the wiring or fraying of the cable, or a partial disconnection in protector part. The phenomenon can be prevented by following the instructions for use, which state: "·do not round the camera cable smaller than the diametral 20cm. Otherwise, it may be damaged. ·if the camera cable is rounded, do not pull forcefully and stretch gradually and straightly. Otherwise, the camera cable may be broken. ·do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. ·when wiping the outside surface of the camera cable, do not use a strong force on the camera cable. Otherwise, the camera cable may be broken. ·keep the camera head in place of the camera cable during use to manipulate the endoscope. Otherwise, the camera cable may be broken. ·do not secure the camera cable with amps, etc. Otherwise, the camera cable may be broken. ·do not pull the video connector with the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in breakage." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming the event date as 8/26/22. The initial reporter went on to confirm the reported failure, noting that the image was intermittent only when the cable was manipulated. The intended procedure was a "f-tul" and was complete using a replacement olympus device without impact to the patient.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ there was no image present during testing. Additionally, the rear UDI label was faded so much it could not be read. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was not displaying an image when connected to the monitor during preparation for a therapeutic procedure. According to the initial reporter, the image is intermittently present only when the cable near the video connector is manipulated. Reportedly, the intended procedure was completed with no harm to the patient by changing to another camera head.